Event description:
The customer called technical support (ts) reporting that during testing, that the that the o2 psi is too low, running pressure accuracy test and the pressure will not go above 36 slpm. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer stated that all other tests passed until this point. The customer stated he had pressure regulator on the back of the unit. It was verified this is pressure regulator from high pressure leak test. The customer was instructed to remove the regulator and attempt to test again. This customer removed the regulator and tested the device. The issue was resolved. This issue was caused by user error. The device passed required performance verification tests per philips¿s standards.